Event description:
Additional information indicates surgical intervention was undertaken on 30 june 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg had depleted and stopped providing stimulation. It is unknown if the ipg depleted normally or prematurely. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.